Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved determined the drive wires disconnected from the handles: there were two (2) devices returned. Device #1 was returned with the basket extended out of the tip of the tubing about 1.2 cm, and device #2 had a black/brown residue in the distal end of the tubing. Both devices were function tested and the baskets would not extend when the handles were manipulated. The handles felt loose with no resistance felt when used. Both devices were disassembled. It was noted that the drive wires had disconnected from the handles and were nesting inside the tubing on both devices. For further evaluation of the drive wire cables and baskets, the catheters were cut to push the drive wire cables out of the sheaths. For device #1, the basket was fully formed with an unknown substance between the wires at the distal end. The drive wire cable from inside the sheath had nested. Solder was present on the handle cannula and drive wire cable at the joint. No other anomalies were detected with the device. For device #2, the basket was fully formed with an unknown black/brown substance on and between the wires at the distal end as well as coating the tip. The drive wire cable from inside the sheath had nested. Solder was no longer present on the handle cannula and drive wire cable at the joint. An unknown white/yellow material presented on the handle cannula portion. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Basket advancement/retraction difficulties and nesting of the drive wire can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. The instructions for use indicate: "advance device through channel, in short increments, until basket sheath exits endoscope." The instructions for use state: "confirm desired position of basket sheath relative to target. Advance basket out of sheath. Caution: pulling on sheath while advancing or retracting basket may damage device, rendering it inoperable." Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a stone removal procedure, the physician used two (2) memory ii double lumen extraction baskets (mb-35-2x4-8). The baskets were opened [advanced] to remove the common bile duct stone from the bile duct, but [the baskets] did not open. There was no reportable information at this time. The devices were received on 23-august-2018 and the investigation determined that the drive wires were disconnected from the handles. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.